Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was received for evaluation. There was evidence of fluid intrusion on the p2 connector from user mishndling. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: p2 connector shows evidence of thermal damage.